Manufacturer narrative:
Device manufacture date ¿ the lot was manufactured between august 28-31, 2020. The device was received for evaluation. The sample was returned to the plant containing no fluid in the bladder because the distal luer was not closed which allowed the fluid to empty inside a bag that contained the sample. Visual inspection on the returned sample via the naked eye showed no signs of physical abnormality that could have caused the reported flow problem. A functional flow rate test was performed, and the flow rates were found to be within the product specification. Based on the functional flow test result, the infusor device was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused medication to the patient. The expected therapy time was 46 hours and a total volume of 100ml; however, after the therapy time was complete, it was observed that 60ml remained within the device and had not been delivered to the patient. The device had been filled with 60ml 5-fluorourcil and 40ml normal saline to a total fill volume of 100ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.